Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised forces sensor system test and excessive no delivery test. No button error alarm noted. Device had intermittent button response due to corroded keypad traces. Device had a scratched display window, cracked case at display window corner (upper right corner), cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed a button error alarm. Customer was unconscious in the hospital. Customer's blood glucose was 39 mg/dl. Customer's blood glucose at time of call was 89 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.